Event description:
It was reported that in 2007, there were changes in the loudness of the patient's ci system. In 2008, she reported that she could no longer hear through her ci system. The complete external equipment was exchanged twice by post. The patient attended the clinic about 9 days later. On this occasion, all of her external equipment was checked and deemed to be functioning within specification. Testing, however, confirmed that the internal device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.